Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right atrial (ra) lead was part of a system revision due to infection with sepsis. Reportedly, the patient was put on intravenous antibiotics and still waiting for further evaluation. Additional information from the field representative indicated that the patient had a device system extraction. The patient was sent home with a lifevest and future re-implantation was still pending. There were no additional adverse patient effects reported. The ra lead was explanted.